Event description:
Patient presented to the physician with mild redness and weeping from the chest wall incision. Physician prescribed a course of oral antibiotics and topical mupirocin cream. Patient presented back to the physician with redness and improved weeping from the chest wall site and redness on his chin line incision. Physician believes it is the suture trying to extrude and injected both sites with a steroid. Patient presented back again to the physician with swelling and increased pain under the chin. Physician prescribed antibiotics, oral steroids, and oral benadryl.